Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that he insulin pump had an unexpected restart alarm. Customer stated that the alarm occurred shortly after inserting a new battery. Customer¿s blood glucose value was 22mmol/l. Customer stated that they treated with manual injection. Customer declined to troubleshoot for high blood glucose value. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device passed the unexpected restart error test and displacement test. No unexpected restart alarm noted.